Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue; however, the customer provided physio-control with a video that verifies the reported event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. They had to remove one of the device's batteries and place it back in the device in order to get it to power up. As a result, defibrillation therapy may be delayed or not available, if it was needed. The customer provided a video of the event to physio-control. There was no patient use associated with the reported event.

Manufacturer narrative:
Section of the initial medwatch report indicates: reportability awareness date: 08/23/2018. Section of the initial medwatch report should indicate: reportability awareness date: 08/22/2018.

Event description:
The customer contacted physio-control to report that their device would not power on. They had to remove one of the device's batteries and place it back in the device in order to get it to power up. As a result, defibrillation therapy may be delayed or not available, if it was needed. The customer provided a video of the event to physio-control. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and determined that the cause of the reported issue was due to the ac power adapter connected to the device was not communicating with the device. The customer received a replacement ac power adapter.

Event description:
The customer contacted physio-control to report that their device would not power on. They had to remove one of the device's batteries and place it back in the device in order to get it to power up. As a result, defibrillation therapy may be delayed or not available, if it was needed. The customer provided a video of the event to physio-control.. There was no patient use associated with the reported event.